Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a questionable result for 1 patient sample tested for ua2 uric acid ver.2 (ua2) on a cobas 4000 c (311) stand alone system. The initial ua2 result was 17.1 mg/dl. The patient sample was retested twice with ua2 results of 5.2 mg/dl and 5.2 mg/dl. The ua2 result of 5.2 mg/dl was released to the patient. The initial result was from the primary tube, while both retest results were from aliquots poured over into roche hitachi sample cups. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The ua2 reagent lot was 27326201 with an expiration date of 31-aug-2018. The customer stated that by visual analysis the sample was not hemolytic, icteric, or lipemic. Qc results were acceptable. Based on the provided data a general reagent problem can be excluded based on calibration and qc results being acceptable.

Manufacturer narrative:
On (B)(6) 2018 the customer performed precision testing with acceptable results. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Analysis of the reaction kinetics from the initial sample shows an abnormal reaction which could indicate a possible reagent or cuvette contamination.